Manufacturer narrative:
Updated fields: b4, g3, g4 (PMA/510(k) no.), g6, h2. Corrected fields: d1, d4 (version or model no., catalog no., lot no., UDI no., exp date), h4. Complaint ID no. : (B)(4).

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter: (B)(6), event site name: (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Event description:
It was reported during opening that sensation plus 50 cc balloon(iab) a condensation like material was observed inside the sterile packaging of the balloon. The balloon was not opened or used due to possible contamination. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A sensation plus 8fr 50cc catheter kit was returned intact and sealed. Clear fluid was found inside the product packaging. The evaluation consisted of a functional, visual and chemical analysis inspection confirming the presence of fluid inside the packaging. A sample of the fluid has been tested via infrared spectrum analysis and found to be silicone. This fluid is used as a lubricant during the manufacturing process. It has been determined to be biocompatible, does not affect the function of the device, and poses no risk to the patient. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference ID: (B)(4).

Event description:
N/a.